Event description:
Upon activation of the safety device, the extension tubing twisted and two parts of the protective sleeve did not separate completely. This caused the needle not to shield completely causing a needle stick injury.

Manufacturer narrative:
Results: a review of the device history record revealed no discrepancies associated with this complaint. One photograph of a representative sample was provided for analysis. The engineer inspected the photograph and was unable to identify any physical damage that would have caused the incident reported. Conclusion: no corrective action will be taken at this time, as the engineer was unable to determine the root cause of the incident reported. The bd saf-t-intima instructions for use state to grasp the textured end of the shield activator and withdraw the needle stylet in a straight continuous motion. If shield has not locked over the needle tip, grasp the textured end of the shield activator with the needle tip pointed down. Gently push downward until the needle is covered. Keep the needle point away from the body and fingers at all times.